Event description:
I had a v beam laser treatment by the doctors assistant at the dermatology associates of (B)(6) that caused vertical line scars, broken capillaries, enlarged pores, texture damage and strange looking wrinkles on my skin on both sides of my face but more so on the left side of my face where I believe the settings for the laser were turned up too high because I had deep red colored bruises and a big blister under my left eye and I had to return to the dermatology office approximately 2 hours after the procedure, so that the doctors assistant could take a look at my face to make sure I was ok. I have absolutely no doubt that the v beam laser damaged my facial skin. I am not sure what the name or who the manufacturer of the v beam laser machine that was used on my face is.